Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein both the leads were explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient was not receiving effective coverage of therapy and x-rays confirmed that the leads had migrated. As such surgical intervention may be pending to address the issue.